Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient made a mistake of touch contamination. Subsequently the patient experienced peritonitis and was hospitalized for the event on the same day as onset. On an unreported date, the patient was treated for the peritonitis with fortaz and cipro-ciprofloxacin (doses, frequencies, and routes not reported). On an unreported date, the patent was retrained in proper aseptic technique for pd therapy. Five days after being admitted, the patient was discharged from the hospital. One day later, the patient was readmitted to the hospital for the same event manifested by abdominal pain. The patient was discharged two days later. On an unreported date, dianeal therapies were withdrawn. On an unknown date the pd catheter was removed and hemodialysis (hd) was initiated. The hp was recovered from this event. At the time of this report the hp remained on hd therapy. No additional information is available at this time.